Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system error. The customer's blood glucose level was 150 mg/dl. The customer reported that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarms due to motor error alarms